Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely depressed carbon dioxide (co2) results were obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided and the instrument data. A siemens customer service engineer (cse) was dispatched to the customer site and performed normal troubleshooting and performed multiple service actions related to server 2 sample 2 fluidics and mix. The service method testing results were within acceptable limits following the siemens service visit. The customer has not reported any additional discordant results since completion of the service visit and is fully operational. Hsc concludes that there is no assay or system issue. There is no evidence of a potential product issue. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 system. The discordant results were reported to the physician(s) and were questioned. The same samples were reprocessed on an alternate dimension vista system on the same date and higher results were obtained, considered correct and reported. Corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant depressed carbon dioxide (co2) results.